Manufacturer narrative:
(B)(4). Product evaluation summary: the results of this investigation concluded fibrous thickening on all cusps, fibrous pannus ingrowth on the inflow surface of cusp 2 and 3, tears on all cusps with histiocytes and fibrosis within the tear areas, and a thin layer of fibrin on all cusps. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin, pannus, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the fibrin formation, pannus formation, and tears remains unknown.

Event description:
The information provided to sjm indicated this 21mm trifecta valve was explanted due to leakage and regurgitation. It was replaced by another manufacturer's larger 23mm sutureless valve. Following explant, two leaflet tears were observed. No calcification or vegetation was observed. Minimal pannus was observed beneath one leaflet beginning at the sewing cuff. The patient is reported as recovering.

Event description:
It was reported that one of the cusps was almost completely detached from the stent while the other was only partially detached from the same stent post.